Event description:
Balloon stuck and snapped inside the 6f introducer.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. The results of the investigation are inconclusive and the root cause is unknown. Since this lot was released, an enhanced in-process manufacturing check was implemented to assure proper introducer fit. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.